Manufacturer narrative:
The product was not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined. The event appears to be an isolated occurrence for this lot and is likely not associated with a manufacturing assignable cause.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient ended up with endophthalmitis following right cataract surgery. Additional information was requested, but has not been received.